Event description:
It was reported that during a lap cholecystectomy procedure, the device did not work when the trigger was pushed. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.